Event description:
The device was used during a laparoscopic nissen. Reportedly, the device was difficult to toggle and the needle broke into the pt's cavity. The surgeon was able to retrieve the needle and applied another device to complete the procedure. The hosp has reported no pt injury occurred.